Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited high, out-of-range defibrillation impedance, and lead fracture was suspected. The pacing system was checked, during which the lead impedance was measured and found to be within normal range. No changes were made and the patient was stable.